Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report # (B)(4). One used set was received for evaluation. Upon visual observation, an obstruction was found to be stuck inside the caresite valve injection site. Although the root cause of this incident could not be definitively determined at this time, it appears that the device connected to the caresite valve was subjected to an undue force or pressure during removal, causing the part to break off inside the caresite. The broken obstruction then prohibited the piston from closing properly and ultimately resulted in the blood leakage reported. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure cop-qp-8000051.

Event description:
As reported by user facility: individual caresite valve shearing off plastic with blood splatter.